Manufacturer narrative:
The leads remain implanted within the patient. The root cause of the epidural puncture could not be determined. Cerebrospinal fluid (csf) leakage with possible fistula formation, is listed as a potential risk in the evoke scs system surgical guide. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified. Manufacturing and expiry dates of the leads: (B)(6) - mfg date: 7-aug-2023, exp date: 6-aug-2025. (B)(6) - mfg date: 12-sep-2023, exp date: 11-sep-2025.

Event description:
During the implant procedure for an evoke spinal cord stimulation (scs) system, an epidural puncture occurred while implanting the leads. An epidural blood patch procedure was performed. The patient reported experiencing pain in their right leg post procedure. It had been reported that the patient has been recovering well.